Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the safety disc thing that usually slides down to cover the tip broke on one side and won't go all the way down to lock safely. It looks like the safety mechanism did not activate and the plate broke. It did not directly affect the patient or user. No one was injured. Additional information received 08/28/2024: I was not aware until de-accessing the patient. I did not access her and there did not appear to be an issue with the device during her treatment. As I was de-accessing, I went to hold the safety disc in place while pulling the needle out and it broke at that point. The patient commented that something felt like a bee sting, so I think the broken piece may have poked or pinched her. I inspected the skin after de-accessing and did not see any markings, irritation or redness. The safety disc also would not slide down the needle to the end to cover the tip, leaving it exposed for a potential needle stick risk. Patient had received a chemo infusion.

Event description:
It was reported by customer that the safety disc thing that usually slides down to cover the tip broke on one side and won't go all the way down to lock safely. It looks like the safety mechanism did not activate and the plate broke. It did not directly affect the patient or user. No one was injured. Additional information received 08/28/2024: I was not aware until de-accessing the patient. I did not access her and there did not appear to be an issue with the device during her treatment. As I was de-accessing, I went to hold the safety disc in place while pulling the needle out and it broke at that point. The patient commented that something felt like a bee sting, so I think the broken piece may have poked or pinched her. I inspected the skin after de-accessing and did not see any markings, irritation or redness. The safety disc also would not slide down the needle to the end to cover the tip, leaving it exposed for a potential needle stick risk. Patient had received a chemo infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken safety mechanism is confirmed and was determined to be use related. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed use residues throughout the returned infusion set. It was observed that the safety mechanism was not advanced over the needle tip of the device. The safety base plate was observed to be broken on one side of the plate. A functional test of attempting to advance the safety mechanism revealed some resistance during advancement of the safety mechanism over the distal needle tip. The safety mechanism advanced adequately over the needle tip. A bend was observed in the needle shaft at the observed area of resistance during safety activation. A microscopic observation of the needle shaft revealed scratches along the bend in the needle shaft. The bend in the needle shaft may be caused by insertion angle or other unknown clinical factors. A bend in the needle shaft may cause difficulty advancing the safety mechanism, causing excessive force on the base plate of the safety mechanism during attempted advancement. This complaint will be recorded for future trending and monitoring purposes.